Event description:
It was reported during use that the unit turned off and had a burning smell. The ventilator was switched out and there was no patient injury reported. The biomed had tested the unit and reported the following: " the unit alarms and has a faint clicking sound, and the c500 does not turn on. The ac and battery led are lit. The power supply led's on the power board are also lit." It was determined to send the c500 in for factory repair. Due to the c500 not turning on the device logs were not obtained.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during use that the unit turned off and had a burning smell. The ventilator was switched out and there was no patient injury reported. The biomed had tested the unit and reported the following: " the unit alarms and has a faint clicking sound, and the c500 does not turn on. The ac and battery led are lit. The power supply led's on the power board are also lit." It was determined to send the c500 in for factory repair. Due to the c500 not turning on the device logs were not obtained.

Manufacturer narrative:
The investigation was based on the reported event and onsite analysis of the affected infinity acs workstation nc with serial no. Ashe-0041. Additionally, the service report and provided photos were analyzed at the manufacturer site in lübeck. It was reported during use that the unit turned off and had a burning smell. The ventilator was switched out and there was no patient injury reported. The device is designed to meet the iec 60601-1 standard for basic safety and essential performance of medical electrical equipment and the risk of fire is minimized because the used materials are flame retardant and ul 94-classified. Furthermore, the electronic compartment is separated from the pneumatic area. No fire nor significant amount of smoke was reported. A faulty, charred infinity medical cockpit 17" basis board and cracks in the housing set were found via the onsite investigation from the biomed and dräger service technician. Due to the cockpit c500 not turning on, the device logs were not obtained. It was determined to send the c500 in for factory repair. A faulty cockpit (basis oard) does not affect the ventilation - therefore we assume that the ventilation has been continued as set other than reported. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Upon successful completion of the warm start, the system will post the alarm message «cockpit restarted» with accompanying audible alarm tone in order to alert the user. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The device alarmed and reacted as specified according to a failure at the cockpit basis board. The dräger repair shop changed the cracked housing part and basis board - after repair, the unit was tested according to manufacturer specification without deviations. The number of known issues is within accepted range assessed by the responsible product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.